Event description:
The customer obtained a non-reproducible lower than expected vitros amon quality control result on a vitros 5600 integrated system. A vitros amon result of 152.7 mol/l was obtained from the vitros liquid performance verifier ii control fluid versus the expected value of 194.0 mol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible lower than expected vitros amon quality control result was obtained on a vitros 5600 integrated system. Atypical within-laboratory and within-run vitros amon precision was observed, and an alternate vitros amon reagent lot was similarly affected. An ocd field engineer cleaned the microslide incubator and replaced the incubator evaporation caps to return the instrument to expected operation. Following completion of this action, acceptable vitros amon performance was observed using the alternate reagent lot. The primary root cause of this event is most likely instrument related. In addition, a user error related to improper vitros amon slide cartridge storage and handling cannot be ruled out as an additional contributing factor, although this was not confirmed. There was no evidence to suggest a malfunction of either vitros amon reagent lot.